Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the pacing impedance measurements. The measurements remain in range. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned. No additional adverse patient effects were reported.